Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a 79-year-old male patient, the device was unable to detect the attached multifunction cable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to mfc-cprd apaptor. The mfc-cprd adaptor was replaced to resolve the problem. The device passed full functional testing. The device was recertified and returned to the customer. Analysis for reports of this type as not identified an increase in trend.